Event description:
When a nurse call is placed from the bed, it is not heard in the expected location.

Manufacturer narrative:
The technician found loose pins on the communication cables 37-pin connector. The technician repaired the pins and installed a cable saver to repair the bed.